Event description:
A laparoscopic cholecystectomy was being performed on this pt. During the procedure, the pt's common bile duct was cut, when a surgical trocar was in use. Open surgical repair was required.